Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer's blood glucose was 120 mg/dl and her sensor glucose was 63 mg/dl. Customer had issues with the sensors and calibration. Customer stated that this morning she received a threshold suspend and had a low blood glucose. Customer stated that she got a calibration error and re-calibrated, but the sensor was still off. Differences between readings were not within an acceptable range. Customer declined to continue troubleshooting. Customer stated that she will change the sensor. Customer was advised against using the pump due to the motor error. Customer says she will continue to use it.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.